Event description:
On (B)(6) 2012, the manufacturer received the following report from its distributor in (B)(4): a patient was placed successfully on extracorporeal blood pump support and transported to ICU. After several hours on support the device alarmed for "motor disconnect." The clinical team disconnected the motor and connected to a second, back-up console. The second console showed the same alarm, "motor disconnect." Troubleshooting was performed for half an hour; however the clinical team did not exchange the motor. The patient expired of poor heart function. The clinical specialist was informed of the patient's death. The clinical specialist visited the center the next morning and confirmed the motor failure. However, when the back-up motor was connected to the console, as indicated in the instructions for use, the system ran as intended.

Manufacturer narrative:
The manufacturer received the suspect motor and completed its investigation of this complaint. Motor DHR review: a review of the device history records for the returned centrimag motor revealed that the returned device had passed all inspections and tests before it was shipped to the distributor in (B)(4) 2008 and it has not been returned once since that time. Complaint confirmation: the returned motor was plugged into a test console and the console was powered "on". The console started up as intended, however it displayed "motor disconnected," though the returned motor was plugged in to the console. This confirmed the reported complaint. Root cause: the root cause of the motor disconnect error was traced to an electrical short in the motor's connector. Manufacturer's comments: the centrimag "system" is comprised of the following: (1) blood pump, (1) primary console, (1) primary motor, (1) back-up console and (1) back-up motor. The primary console operating manual and on site user training instructs users, should an error occur with either the primary console or primary motor, to switch the pump from the primary motor to the back-up motor, which is connected to the back-up console. In this event, while the users switched from a primary console to the back-up console, the users failed to switch to the back-up motor. The manufacturer is closing its file ((B)(4)) on this event.